Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient who was implanted with a neuro stimulator for non-malignant pain. It was reported that the lead showed high impedances during a patient follow up according to the patient. It was unknown what led to the event. The rep was not able to perform any diagnostic due to the battery being discharged. It was discovered at the time of replacement, so an impedance was not able to be determined before the start of the case. The leads and battery were replaced. The issue was resolved at the time of the report.